Event description:
Reportedly on (B)(6) 2011, the physician observed that no data were available in the device holter memory whereas the overview screen showed that the device had delivered therapy for multiple ventricular arrhythmias. The physician asked for an explanation.

Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.